Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No flashing medtronic logo noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 23, 49 and 68 noted during testing. However, confirmed the pump alarmed pump error 49 on (B)(6) 2024 19:18:26.000, pump alarmed pump error 68 on (B)(6) 2024 19:18:26.000, pump alarmed pump error 23 on (B)(6) 2024 19:20:28.000 in the history files. These alerts are expected and occurred due to moisture damage to pcb boards. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assemblies, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube. Flashing medtronic logo was not observed during analysis. However, confirmed pump alarmed pump error 23, pump error 49 and pump error 68 in the history files due to moisture damage to pcb boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 - (post-reset ram crc alarm), pump error 49 - (history pointers failed. The history pointers are corrupted) , pump error 68 - (trace pointers are invalid). Customer mentioned pump was beeping with white medtronic logo and display was flashing. Customer mentioned sensor received change sensor and sensor updating alerts. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported an audio and vibrate anomaly. Customer reported a flashing medtronic logo on the screen and that was not a single flash. Customer was able to clear the error and fill cannula delivery test was successful. Customer mentioned error table did not indicate that pump should be replaced and pump passed self test. Customer was not using quick bolus speed feature on an impacted pump. Customer was able to clear the error and complete the rewind process. Customer also mentioned pump was recently stored without a battery for 8hrs or error occurred immediately after battery change. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.